Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
On usage the brush I was using broke off and detached from the plastic part of the head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 18-jan-2017 that on usage with an oral-b rechargeable toothbrush, version unknown, the brush she was using broke off and detached from the plastic part of the oral-b brushhead, version unknown. She stated that she had been using this electric brush for a year now without a problem. No symptoms developed. On 18-jan-2017 received consumer's follow-up e-mail: the consumer reported that she'd had the problem with one of the three oral-b power oral care refills crossaction that she had purchased. This particular brush head was the second one that she had used, and the first one was okay; they were marked with oral-b ettering. The consumer had been using the brush head for about two weeks and had not dropped it. She noted that she did not think the bristles were of the "same quality" as those of the brush head that came with her toothbrush. She had not used the third brush as she was reluctant to do so, for fear of the same problem happening again. She had kept the affected head. No further information was provided. On 19-jan-2017 received consumer's follow-up e-mail: the consumer reported that she used a coin to scratch the logo and it hadn't come off. No further information was provided. On 19-jan-2017 received consumer's follow-up e-mail: the consumer reported that she had been using oral-b toothbrushes for many years, and more recently the braun electric brush and oral-b refill heads, without any problems. No further information was provided. On 02-feb-2017 received consumer's follow-up e-mail: the consumer reported that she was at present using a sensitive brush head that she had initially when she first bought her electric toothbrush. No further information was provided.